Event description:
The reporter contacted animas on (B)(6) 2014 alleging multiple loss of primes. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with trouble breathing, vomiting and diabetic ketoacidosis. The patient was taken to the hospital and treated with insulin via injection and IV fluids. Customer support (cs) reviewed technique and the patient is not using cartridge per IFU. The patient is using the same cartridge for weeks. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using cartridge per IFU.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( not using cartridge per IFU).